Event description:
Litigation papers allege the patient suffers from pain, elevated metal ion levels, the inability to function and claims dementia and confusion related to the elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added: brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers the investigation closed.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update ¿ 09/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the patient had metal ion levels that are at reportable levels.